Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of statedissue. Technical support - the pcu would not get in to maintenance mode to flash software by using system maintenance program. I recommended ben to send unit in for flat fee repair, because ben did not have cf cards to flash software. Ben will look in to this option to send unit in for flat fee repair. A review of the device history record for sn (B)(6) was performed from (B)(6) 2018 to (B)(6)2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results technical support provided insufficient information to determine the proximate cause of the reported issue. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
Case #: 01170538case subject: npi 8015 error 100.5010account name: stormont vail hospitalaccount #: 10057363asset name: 8015bd pcu dom v9.33.1.2 a/b/g/nasset location: contact: ben keithleycontact email: ben.keithley@trimedx.comcontact phone: 7852303201contact mobile: patient or user involvement: nopatient or user harm: nocase description:ben had error 100.5010 on pcu8015 sn 15441877. He has replaced new logic board, but the error still exist.ben needed assistant to flash poc software on the pcu.failure device type: failure problem type: failure mode: case resolution:the pcu would not get in to maintenance mode to flash software by using system maintenance program. I recommended ben to send unit in for flat fee repair, because ben did not have cf cards to flash software.ben will look in to this option to send unit in for flat fee repair.

Manufacturer narrative:
The customer reported problem was confirmed. The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device was displaying error code 100.5010. Npi.